Event description:
It was reported on (B)(6) 2015 that during a sign im nail implant surgery to repair a fractured right femur, the locking bolt tip broke off inside of the proximal end of the nail.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the broken locking bolt is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken tip of the locking bolt remains inside the proximal end of the nail and does not present any risk of injury or death to the pt. Sign fracture care intl will continue to monitor these events as part of our post market activities.